Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). The patient had an emergent procedure and had a catheter placed, since then, the patient stated that he had been leaking. A surgical procedure was performed during which the existing aus was removed and replaced with a downsized device. No further patient complications were reported.